Manufacturer narrative:
The device was returned for service. Evaluation summary: the pump was evaluated by a baxter service technician. During service, a cracked door #2 was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue being investigated under CAPA.

Event description:
During service by baxter, a cracked door assembly on pump #2 was found. No add'l info or contact was available.